Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. No root-cause was determined. A batch review was not performed since lot number was not available. No user error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. During (B)(4) troubleshooting, the hp stated that the patient line was dripping. The hp successfully primed the patient line. The solution to this issue was provided over the phone, and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The caregiver was contacted on (B)(6) 2011. The caregiver stated that they were stacking the solution bags on top of the homechoice machine which was explained by the clinical educator to be causing the over-priming issue. The caregiver stated that the issue has been resolved. The caregiver stated that the home patient did not develop any adverse reactions or require any medical intervention. The caregiver stated the home patient is currently performing therapy without any complications. The caregiver stated this issue had occurred several times.